Event description:
Event description guidant received information that this device had intermittent ventricular inhibition. Some of the pauses lasted about two seconds. The patient is fine and has had no symptoms or problems related to the pauses. The physician suspected oversensing. All other ventricular measurements are good. According to the physician the patient is safe for now and has gone home. The device is in an advisory for failure mode ii.